Event description:
A user facility reported a pediatric patient came to them from an outside hospital due to contact dermatitis and/or skin maceration under the gel pad of 3m¿ tegaderm¿ chg chlorhexidine gluconate i.v. Securement dressing, 1657. The patient was admitted to the hospital, the central line was removed and the line was replaced in the operating room in a different location. The patient's skin is not healed.

Manufacturer narrative:
The device has not been returned to solventum for analysis. Skin irritation can be caused by patient sensitivity to the dressing adhesive materials, patient sensitivity to chlorhexidine gluconate (chg), or deviations from the instructions for use (IFU). If the dressing is not properly monitored while in use, skin irritation can occur. Per the product IFU, the safety and effectiveness of 3m¿ tegaderm¿ chg chlorhexidine gluconate dressing has not been evaluated in children under 18 years of age. Use of this product on premature infants may result in hypersensitivity reactions or necrosis of the skin. Also, per the IFU, customer is instructed to not use this product on patients with known hypersensitivity to chlorhexidine gluconate (chg). Ensure site is completely dry before applying the chg gel pad. Observe the site daily for signs of infection or other complications. Dressing should be changed if the dressing becomes loose, soiled, or compromised in any way, if the insertion site is obscured or no longer visible, or if the chg gel pad appears to be saturated or overly swollen. The chg gel pad is not designed to absorb large quantities of blood or fluid. Solventum will continue to monitor.